Event description:
It was reported that the right atrial lead had high impedance. The patient's atrial threshold is 2 volts, but when the atrial output is programmed to 2.5 volts, the patient experiences diaphragmatic stimulation. The device was reprogrammed with an atrial output of 2.2 volts. The atrial lead will be repositioned and it remains in use. It was also reported that the patient's device wound was slightly exposed and bleeding. The wound was drained and covered and the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s.